Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional testing and the indicated failure mode for damaged hub with the incident lot was not observed. A blood clot was found within the hub of the blood transfer device (btd) which caused a blockage to flow. Once cleaned, the btd was able to transfer water from a syringe to a tube successfully and met all product specifications. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® blood transfer device holder pre-attached mult. Samp. Luer adapt. Experienced clogged or blocked cannula. The following information was provided by the initial reporter. The customer stated: "the hcp could not transfer blood into the device because the part for connecting to a syringe (hub) was damaged."